Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received the cause for the reported event could not be conclusively determined. The ultimum introducer sheath instruction for use (IFU) states to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel. The ultimum IFU states that the introducer should be stored in a cool, dark, and dry place. The ultimum introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.

Event description:
It was reported that an 8f ultimum introducer cracked and broke apart during a right and left heart catheterization procedure; the proximal piece could not be retrieved from the patient's vein. The patient underwent surgical intervention under general anesthesia to retrieve that piece of the introducer from the vein. The representative observed that the sheath appeared chewed up, like it was caught on something. There was not a clean cut, but a very jagged appearance. The product was not stored an in uv lit area. The patient was reported to be doing fine.